Event description:
It was reported that the device became entrapped with a filter wire. A 2.1 mm jetstream xc atherectomy catheter was used during an atherectomy procedure in the superficial femoral artery. During the procedure, the catheter became entrapped with a non-boston scientific filter wire. The jetstream catheter and filter wire were removed as a single unit, and the procedure was completed successfully using a second jetstream catheter. Once outside the patient, the jetstream device and the filter wire were able to be separated. There were no patient complications as a result of this event.